Event description:
Customer reported an over infusion of heparin. Reporter indicated the user observed unregulated flow. Heparin 25000 units/250 ml was programmed to infuse at 9 ml/hr. The user reported the 250 ml infused in 54 minutes. The pump module volume infused indicated 8.95 ml. Customer stated that the patient's pt and inr were monitored and the patient did not sustain any harm. The patient was post surgery and because of the type of surgery (type of surgery not specified) the patient's physician chose not to reverse the heparin. No additional patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Customer stated the device associated with this event will not be returned and declined an investigation. Customer reported that their internal investigation identified the cause of the over infusion as an issue with the membrane frame assembly. The membrane frame assembly was replaced on this device and no additional events have been reported.